Manufacturer narrative:
(B)(4) there was no device malfunction reported, all devices functioned as expected. The device was not returned for evaluation and no device history review was done as no lot number was provided.

Event description:
A (B)(6) male had an initial procedure of a CABG/maze which was completed on (B)(6) 2017. There were no complications during the procedure and no equipment malfunctions reported. The patient was on-pump and heparinized with an act of >440. Post-op course of care was uncomplicated. Patients medical history consisted of barrett¿s esophagus, cad, and a fib. The patient present to the hospital emergency department on (B)(6) 2017 with hematemesis. Over the next 12 hours, the patient was in shock, intubated, and in renal failure. CT surgery was notified and at that time, the family refused intervention to correct the diagnosis of aef. The patient expired on (B)(6) 2017 and the surgeon that did the initial procedure believes that the barrett¿s esophagus contributed to the aef. No autopsy was done. Based on reported information, no reportable device malfunction occurred.